Manufacturer narrative:
The reported meter and the strips were returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with a button and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.this also serves as a correction report. Section h-6 (method code 4102) was missing from the initial MDR 30 day report.

Event description:
Customer's son reported about his mother who received readings of 129 mg/dl and 142 mg/dl on the adc blood glucose meter which was higher than she felt. Customer experienced loss of consciousness and was treated with gatorade and glucagon by her son. Paramedics was called and upon arrival, a reading of 79 mg/dl was obtained on the hcp meter which was 50 points lower than the adc meter reading. Customer was admitted to the hospital for a day and performed EKG, blood work and chest x-ray. Medical survey was not completed because customer declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle insulinx meter and the freestyle strips were reviewed and the dhrs showed the freestyle insulinx meter and the freestyle strips passed all tests prior to release. In addition, retain testing was performed for the freestyle strips and all units performed within specification. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported about his mother who received readings of 129 mg/dl and 142 mg/dl on the adc blood glucose meter which was higher than she felt. Customer experienced loss of consciousness and was treated with gatorade and glucagon by her son. Paramedics was called and upon arrival, a reading of 79 mg/dl was obtained on the hcp meter which was 50 points lower than the adc meter reading. Customer was admitted to the hospital for a day and performed EKG, blood work and chest x-ray. Medical survey was not completed because customer declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There was no report of death or permanent injury associated with this event.